Event description:
New information received notes that the device was explanted and returned on (B)(6) 2026. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with a diagnostic issue noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.